Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for a complete pump reset, but the error persisted, leading to the decision to replace the pump. The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi).